Event description:
It was initially reported that the right ventricular lead had a loss of capture three days after implant. The lead was repositioned and remained in use. There were no patient complications reported as a result of that event. Information identified in the manufactures database indicated the patient is deceased and died approximately six weeks later. Follow up with the hospital that the patient died at revealed the patient presented to the emergency department pulseless and apneic. The patient had a do not resuscitate status and therefor no cardio pulmonary resuscitation was initiated. No further information was provided.

Manufacturer narrative:
It was further reported that the lead was dislodged. The initial reported event was received on (B)(4) 2011. Of note, the serious injury (loss of capture and repositioning) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2011. Of note, the serious injury (loss of capture and repositioning) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.